Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. The patient experienced inaccurate cgm values on which occurred 2 days after sensor insertion in the arm. The parents stated that on (B)(6) 2023, her son had two seizures, she was not present, and an unknown person called emergency medical service (ems). No symptoms prior to the seizure were reported. Ems was activated by an unknown person. At some point after the paramedics arrived the bg finger stick value was 61 mg/dl, and the tandem t:slim pump display showed the cgm value was 111 mg/dl. The parent said that the patient ¿crashed 3 times¿ (presumed to refer to low bg levels) and was admitted to pediatric ICU overnight. After unspecified treatment his bg level stabilized. The parent attempted to calibrate the sensor around 5:00 o'clock and was not able to align the cgm readings with the bg values. The next morning of (B)(6) 2023 just prior to hospital discharge, a new sensor was placed. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.